Manufacturer narrative:
Device evaluated by MFR: the catheter was returned with the stiffening stylet already inserted. It was possible to remove the stylet and re-insert without issue. No failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that the catheter was too tight on the stiffening stylet. The doctor tried to get the stiffening stylet down the catheter and was unable to get it to work. It was not possible and the surgeon had to pull a new one and continued on. The procedure was completed and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.